Manufacturer narrative:
The delivery of the stent across the calcified lesion was unsuccessful. The stent dislodged in the copilot/touhy borst upon removal. The dislodged stent was captured and removed. The procedure was completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis review: image is of a dislodged stent within a container. Deformation is evident to the dislodged stent. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx coronary drug eluting stent was used to treat a moderately calcified lesion. The device was inspected with no issues noted. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered advancing the device. Excessive force was used during delivered. It was reported that the stent came off balloon during advancement to the lesion and considerable force was used to try to advance prior to dislodgement. The dislodged stent was captured and removed. The procedure was completed. The patient is alive with no injury.